Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 5.1 two back row cubies was not detected by bus and no visible light on back panel top right. A field service engineer (fse) found that the pyxis module board had a visible physical defect on the connection port to the retraction cable. Further the fse replaced the pyxibus module controller board and retractor cable to resolve the issue. Once rebooted all light emitting diodes (leds) were being emitted and the device was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, not detected on the bus, and the top right-hand light was not illuminated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.